Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00264.

Manufacturer narrative:
Zimmer cup , catalog# 65875306401 lot # 62125208, zimmer stem, catalog# 00576071502 lot # 62374242.

Event description:
Patient underwent a right hip revision procedure approximately two days post-implantation dislocation subluxation.